Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 21 mmol/l. The customer also had ketones. Prior to the hospitalization, it was stated that the infusion set was changed and the customer was also treated with an insulin pen. However, the blood glucose levels remained high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.